Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via manufacturer representative that they could not push the lead into the head of the implantable neurostimulator (ins) far enough to complete a good connection. They tried to loosen the set screw in the ins to gain clearance for the lead to pass through the header, but that did not help. It was indicated that the defective device was not implanted, and would be returned.

Manufacturer narrative:
Device analysis found no anomalies in the ins.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.